Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was received at ww headquarters by the investigation team. Additional information has been requested from the field. Reason for reimplantation was a dislocation of the electrode. Electrode was slipped out of the cochlea with basal 6 electrodes. Reason for that is unknown.

Manufacturer narrative:
Device investigation did not reveal any device defect. This finding was expected because according to the patient report, the active electrode array partially migrated out of cochlea. Reported 6 basal electrode channels were out of cochlea. A full insertion was achieved during the initial implantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The device was explanted due to the migration of the active electrode out of cochlea. 6 electrode channels were extra-cochlear. Impedance measurements were within normal limits.